Manufacturer narrative:
Comments from the surgeon in charge of the patient this adverse event appears to have a close relation with surgical procedure, not with this product. The device history record was reviewed, and no irregularities were noted. We concluded that the quality of this product has no relation to this event. The osferion bone void filler package insert status in the following section: <warning and precaution> 1.imprtant basic precautions (9)cutting wedges or trapezoids may cause cracking or inappropriate breaking, etc. <adverse events> fracture fever, pain, local sensation, red flare, inflammation this report is being submitted as a medical device report is an abundance of caution.

Event description:
A patient underwent high tibial osteotomy (hto). The surgeon in charge of the patient fixed the osteotomized bone with a bone plate and bone screws and filled the space created after the osteotomy with two different types of artificial bone: one of them was an artificial bone manufactured by our company (hereafter, this product) and the other was that manufactured by a different company. Concerning this product, the surgeon cut out two wedge-shaped artificial bone pieces from this product and implanted both of them into the space. At the time point before postoperative day 30, the surgeon confirmed with lower limb ultrasonography that the patient developed proximal deep vein thrombosis (dvt). On the following day, the patient was referred to the department of cardiology at a different hospital. Treatment was started at the hospital with a diagnosis of pulmonary embolism (pe). The patient recovered from pe about two months after the diagnosis of pe.